Event description:
It was reported that pump displayed malfunction code 12 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump, malfunction code did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again.